Event description:
Post operative adverse result. It was reported, "a distal femur fracture in a patient with a previous competitor's implant was very fragmented. The surgeon elected to use gmrs prosthesis. The surgery went without event. The surgeon later informed me that the patient postoperatively was diagnosed with a footdrop."

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (post operative adverse result) and product code kro.